Manufacturer narrative:
D10 concomitant products: 88862393-69, 88862393-69 steel 6 4x45cm kv40 x12, (lot #d4b2874y) 88862393-69, 88862393-69 steel 6 4x45cm kv40 x12, (lot #d4b2874y) 88862393-69, 88862393-69 steel 6 4x45cm kv40 x12, (lot #d4b2874y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a coronary artery bypass grafting (CABG) procedure, while suturing, the wires popped off the needle, and the wire broke in the middle as well. It occurred on two sutures. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two sutures and two needles. The retainer was returned with the product. The packaging was returned bent in half causing damage to the sutures within. The sutures were observed to be bent. The needles were attached to the sutures. The suture was measured with calibrated asset nh02505 and determined the suture lengths to be about 18 inches. The intended suture length as displayed on the packaging was 18 inches. It was reported that the suture was broken and the needle detached. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.